Event description:
"Pt reported that during the month of february, she used the sample box of needles that md provided, clickfine pen needles 8mm 5/16" 31g (gpin (B)(4)), noting, "it was working really good. Didn't have any issues. Box had 32 needles. Then started using needles briova sent. Very 1st day it started bruising 'her'. Tested it for a week. Some days, bruises are a lot. Bigger than other days. Bruises every day". Pt requested to receive same pen needles. Informed her that we dispensed the script as written by md for the pen ndl 32 g 5/16" (8mm); however, they were not the "clickfine" brand, which is not available in scripted. Informed her that I would call mdo to discuss how to proceed then call her back. Additionally, pt noted that her injection technique has not changed, and she has not recently lost any weight. The only change is the needles that she has been using".